Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary the product has not returned to depuy synthes mitek, however a photo was provided for review. See attachment (B)(4) a photo was provided for review, however the photo only show part of the broken suture and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Hands on analysis should provide the evidence necessary to confirm the root cause. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. The overall complaint was unconfirmed as the photograph provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a review of the batch manufacturing records was conducted on finished lot number:156l016; and no related non-conformances were identified.

Event description:
It was reported from china that before an anterior cruciate ligament reconstruction procedure, it was observed that the truespan 24 degree peek device was missing the baffle. During an in-house engineering evaluation of the photo received from the customer, it was determined that the suture on the device was broken. Another like device was used to complete the procedure. There were no adverse consequences to the patient reported nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection and functional test of the returned device. Visual inspection found that truespan 24 degree peek was not returned in its original packaging. Neither the plates nor the suture where returned. The device was found in normal used condition. The red trigger was found in a normal shape. The needle had foreign matter, presumably biological matter. No anomalies could be observed. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The manufacturer performed an investigation with the following results: an in-progress control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check was successful, none of the 9 parts were non-conforming. The batches have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The analysis showed that the production controls implemented must guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. Device cannot be assembled with a missing component. It can be concluded that it is highly unlikely that these defects were generated during the manufacturing process. A manufacturing investigation activity was conducted to determine if there were any internal processing issues that may have contributed to the nature of the product complaint. A thorough review of production process controls was conducted. The results show that this batch of product was processed without incident. There is no evidence of manufacturing anomalies. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated process. The root cause is not related to manufacturing. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the batch manufacturing records was conducted on finished lot number 156l016: and no related non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date has been updated accordingly.